Event description:
Livanova deutschland received a report that, during procedure, the cold cardioplegia stepper motor of the 3t heater cooler stucked frequently. The issus has occurred previously 5-6 times, the fse cleaned the stepper motor and problem reoccured. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and replaced the cardioplegia bridge. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the information received (cardioplegia bridge replaced to solve the issue), the event has been reassessed as not reportable. Cardioplegia pump malfunction is not likely to result is death or serious injury since cardioplegia solution is delivered in small volumes and at regular intervals allowing the user to perform cooling/heating through alternative methods (i.e. Ice for cooling) or to use another circuit of the device. Thus, temperature management on cardioplegia side is not critical and the reported event is re-assessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.